Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that adjustment not possible.

Manufacturer narrative:
The shuntsystem was returned in a returnkit in an unknown liquid. There were strong remnants of tissue detected. As a result of the way the product was returned, the progav shunt system became the highest risk level for company employees. An investigation under these conditions was not possible so no investigation occurred. No further actions are required.